Event description:
It was reported that during a procedure with the use of carto® 3 mapping system, the patient died. Stimulation issues were observed during the case. The customer stated that they had they had issues with pacing. At a certain point the pacing was not possible any more with any reason. The pacing signal to carto was coming from ep recording system (bard). The pacing was immediately restored by connecting the pacer unit directly to the carto system. The customer stated that issue was identified as it has caused by ep recording system. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the carto system was present during this procedure, bwi takes conservative approach and reports this event under the carto system.

Manufacturer narrative:
(B)(4). It was reported that during a procedure with the use of carto® 3 mapping system, the patient died. Stimulation issues were observed during the case. The customer stated that they had they had issues with pacing. At a certain point the pacing was not possible any more with any reason. The pacing signal to carto was coming from ep recording system (bard). The pacing was immediately restored by connecting the pacer unit directly to the carto system. The customer stated that issue was identified as it has caused by ep recording system connected pacer unit (uhs 20) directly to carto and pacing was immediately restored. Issue was identified as coming from ep recording system, what customer reported to bard representative who will follow up on the issue. In addition biosense field service engineers tested the system and performed the preventive maintenance successfully. The system tested according to manual and all tests passed. System is ready for use. Supported case afterwards to troubleshoot pacing and identified ep recording system as the source of an issue. A DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment. The reported customer complaint has not been verified, the root cause of the death event remains unknown and the carto system did not contribute to this adverse event.

Manufacturer narrative:
Contact office information: (B)(4). Other biosense webster devices were used during the procedure: stockert generator (sn# st-(B)(4) software version 1.035) and coolflow® pump (sn# (B)(4)). Manufacturer ref # pi1-r5mea2.